Manufacturer narrative:
Date of birth: (B)(6) was calculated based on age and is not known. A device evaluation and/or device history review is anticipated, but is not complete. Upon needed completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle shot out of the hub. This was discovered during use. The following information was provided by the initial reporter: material no.: 305270 batch no.: 9325616. It was reported that the needle shot out of the hub and into the patient's leg which was removed by patient. Per email: I have been using your product for as long as I can remember. I¿m [pt ID redacted] and have been inject myself with testosterone cypionate since my body stop making luteinizing hormone when I was (B)(6). I¿ve used the same needle combination for years. I used to use your 18g x 1 1/2¿ precisionglide needle to draw and inject the testosterone. This would cause me to get a painful lump, no matter how slow I injected it. I went to the next smaller gauge until I found if I used an 18g to draw from the vial, and a 23g or 25g to inject with slowly, then I had no issue or pain. I¿ve been using this combo with a 3ml barrel for 20 years with no issues. If I can¿t get your product from a particular store, then I¿ll go to one that has it. I know your product and know it works. Yesterday I ran out of my standard 3ml 25g 1 ½¿ syringes. I went to the store and they didn¿t have my usual kind of your brand. They did have your brand but the model was integra. So, I ordered my normal kind and I purchased 2 of these bd integra syringes 3ml 25g x 1¿. I got home and went to do my usual routine. I open the syringe package and unscrewed the needle and went to screw on an 18g, which is when I realized the threads weren¿t compatible. I screw the 25g back on and just used it to draw the 1ml of testosterone cypionate out of the vial. Stuck the needle into my leg and started to inject. When I was about halfway done with the injection, the needle (pin) shot out of the thread plastic piece and into my leg. I have never had the needle break away from the plastic overmolded part, ever. I wasn¿t pressing hard on the plunger at all. I have been in a hurry before and pressed harder on the plunger with my standard 25g tip on the barrel and have had no issues. So what gives on this integra syringe? I ended up getting the needle out of my leg because it was only a ¼¿ under my skin.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd integra¿ syringe with detachable needle shot out of the hub. This was discovered during use. The following information was provided by the initial reporter: material no.: 305270 batch no.: 9325616. It was reported that the needle shot out of the hub and into the patient's leg which was removed by patient. Per email: I have been using your product for as long as I can remember. I¿m [pt ID redacted] and have been inject myself with testosterone cypionate since my body stop making luteinizing hormone when I was 17 years old. I¿ve used the same needle combination for years. I used to use your 18g x 1 1/2¿ precisionglide needle to draw and inject the testosterone. This would cause me to get a painful lump, no matter how slow I injected it. I went to the next smaller gauge until I found if I used an 18g to draw from the vial, and a 23g or 25g to inject with slowly, then I had no issue or pain. I¿ve been using this combo with a 3ml barrel for 20 years with no issues. If I can¿t get your product from a particular store, then I¿ll go to one that has it. I know your product and know it works. Yesterday I ran out of my standard 3ml 25g 1 ½¿ syringes. I went to the store and they didn¿t have my usual kind of your brand. They did have your brand but the model was integra. So, I ordered my normal kind and I purchased 2 of these bd integra syringes 3ml 25g x 1¿. I got home and went to do my usual routine. I open the syringe package and unscrewed the needle and went to screw on an 18g, which is when I realized the threads weren¿t compatible. I screw the 25g back on and just used it to draw the 1ml of testosterone cypionate out of the vial. Stuck the needle into my leg and started to inject. When I was about halfway done with the injection, the needle (pin) shot out of the thread plastic piece and into my leg. I have never had the needle break away from the plastic overmolded part, ever. I wasn¿t pressing hard on the plunger at all. I have been in a hurry before and pressed harder on the plunger with my standard 25g tip on the barrel and have had no issues. So what gives on this integra syringe? I ended up getting the needle out of my leg because it was only a ¼¿ under my skin.